Event description:
It was reported that 1 as lvp 20d dehp 2ss cv tubing set from lot 20073064 and 1 set from lot 20063050 separated before connecting to the IV. The following information was provided by the initial reporter: "2420-0500 has come apart before connecting to the IV"

Manufacturer narrative:
H.6. Investigation: customer reported that item 2420-0500 has come apart before connecting to the IV several times. Two sets, model 2426-0500, was received by the customer for investigation. One used primary set, model 2426-0500 lot 20073064, was received. Upon visual inspection, it could be observed that the set's pumping segment lower fitment was disconnected from the tubing. The missing lower half of the set was not received for investigation. No other defects were observed. The customer's complaint of separation was verified. A device history record review for model 2420-0500 lot number 20073064 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the external tubing engagement component. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. One unused primary set, model 2426-0500 lot 20063050, was also received. Upon visual inspection, it could be observed that the set's top smartsite was disconnected from the tubing. No other defects were observed. The customer's complaint of separation was verified. A device history record review for model 2420-0500 lot number 20063050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. CAPA#1432807 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20073064 regarding item #2420-0500 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20063050 regarding item #2420-0500.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20073064. Medical device expiration date: 2023-07-02. Device manufacture date: 2020-06-30. Medical device lot #: 20063050. Medical device expiration date: 2023-06-02. Device manufacture date: 2020-05-30. (B)(4). Investigation summary: customer reported that item 2420-0500 has come apart before connecting to the IV several times. Two sets, model 2426-0500, was received by the customer for investigation. One used primary set, model 2426-0500 lot 20073064, was received. Upon visual inspection, it could be observed that the set's pumping segment lower fitment was disconnected from the tubing. The missing lower half of the set was not received for investigation. No other defects were observed. The customer's complaint of separation was verified. A device history record review for model 2420-0500 lot number 20073064 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the external tubing engagement component. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. One unused primary set, model 2426-0500 lot 20063050, was also received. Upon visual inspection, it could be observed that the set's top smartsite was disconnected from the tubing. No other defects were observed. The customer's complaint of separation was verified. A device history record review for model 2420-0500 lot number 20063050was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing during the assembly process. Investigation conclusion: the customer's complaint of separation was verified. Root cause description: visual inspection under magnification was performed on the external tubing engagement component. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. Rationale: a trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project, CAPA# (B)(4) to examine how to improve the assembly of the device and prevent future occurrences of this type.

Event description:
It was reported that 1 as lvp 20d dehp 2ss cv tubing set from lot 20073064 and 1 set from lot 20063050 separated before connecting to the IV. The following information was provided by the initial reporter: "2420-0500 has come apart before connecting to the IV"